Event description:
Patient was admitted to the hospital/ICU feb 17th with sepsis.

Event description:
The drop in the lead impedances from the 600s to 400s ohms was due to sepsis. The sepsis was due to fecal impactment. Patient was admitted to the ICU and given IV antibiotics. The leads remain in service at this time.

Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked. D1: brand name updated to match gudid database entry.